Manufacturer narrative:
This report is for an unknown 6.5 mm cannulated ao screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: jones, s., ray, p., kumar, a. And swith, t.w.d. (1999), arthrodesis for failed ankle arthroplasty: a technique using the fibula as an autogenous bone graft, the foot, vol. 9, pages 142-144, (united kingdom). The aim of this study is to report a technique of ankle arthrodesis for failed total ankle arthroplasty using the distal fibula as autogenous bone graft. A total of 3 patients were treated with 2 6.5 mm cannulated ao screws. They had an average follow-up of 1 year. The following complications were reported as follows: a (B)(6) year-old female patient showed radiological union one year after ankle arthrodesis. The metalwork was removed due to superficial skin irritation. There had been a previous subtalar fusion. 1 patient had 3 cm shortening but has progressed well with a shoe raise. 2 patients had metalwork removed because of soft tissue irritation. 1 patient still prefers to use one crutch and complains of occasional discomfort. This report is for a 6.5 mm cannulated ao screw. It captures the reported event of 3 cm shortening. This is report 4 of 6 for complaint (B)(4).